Event description:
Reporter states in 2007, she had a reading of 910 mg/dl, which is outside of the meter measurement range (10-600 mg/dl) on the active system. The customer did not provide the location where the discrepant results occurred. No action was taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek active system: meter, test strip lot number and expiration date unknown.

Manufacturer narrative:
The suspect product is the active meter.